Event description:
A user facility Biomedical Technician (BMT) reported they had been experiencing an issue where the Crit-Line will not power up. The BMT previously solved the issue by replacing the front port USB and/or the functional board, but the issue returned within 3 months to a year. The BMT had replaced the functional board four times and the USB two times. The BMT was advised their power supply or mother board is shorting out their daughter components. advised the customer to replace the power supply first and only attempt the mother board after and if the issue persists to prevent burning a new motherboard. There was no patient involvement or injury noted at intake. Additional Information was requested but was not received to date.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
PLANT INVESTIGATION: THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A USER FACILITY BIOMEDICAL TECHNICIAN (BMT) REPORTED THEY HAD BEEN EXPERIENCING AN ISSUE WHERE THE CRIT-LINE WILL NOT POWER UP. THE BMT PREVIOUSLY SOLVED THE ISSUE BY REPLACING THE FRONT PORT USB AND/OR THE FUNCTIONAL BOARD, BUT THE ISSUE RETURNED WITHIN 3 MONTHS TO A YEAR. THE BMT HAD REPLACED THE FUNCTIONAL BOARD FOUR TIMES AND THE USB TWO TIMES. THE BMT WAS ADVISED THEIR POWER SUPPLY OR MOTHER BOARD IS SHORTING OUT THEIR DAUGHTER COMPONENTS. ADVISED THE CUSTOMER TO REPLACE THE POWER SUPPLY FIRST AND ONLY ATTEMPT THE MOTHER BOARD AFTER AND IF THE ISSUE PERSISTS TO PREVENT BURNING A NEW MOTHERBOARD. THERE WAS NO PATIENT INVOLVEMENT OR INJURY NOTED AT INTAKE. ADDITIONAL INFORMATION WAS REQUESTED BUT WAS NOT RECEIVED TO DATE.